Event description:
Caller reported that the t: slim x2 pump battery would not charge, with intermittent charging requiring strategic positioning of the cable. There was no adverse impact to the customer¿s blood glucose level. Technical support committed to sending a replacement tandem cable and wall adapter via two-day shipping and instructed the customer to rely on backup therapy if necessary.